Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2023-13905. It was reported that the patient presented for follow up with false episodes of ventricular tachycardia. Further evaluation found that the implantable cardioverter defibrillator and right ventricular (rv) lead exhibited over-sensed noise. Additionally, high pacing impedance was measured in the rv lead. It was noted that when the lead and device were initially implanted the physician had difficulty connecting the rv lead in the device header, and a loose setscrew was the suspected cause of the noise and impedance issues. The device and lead were explanted and replaced. Further information was requested but not received.